Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours on the back. Symptoms reported include chest pain, gas and anxiety. The pod was reportedly leaking and coming off. The patient received diagnostic testing, a chest x-ray, electrocardiogram (ECG) and received a manual injection of 10 units of toronto insulin. The patient was released after 6 hours. The pod was discarded.